Event description:
While performing lift inspections at facility, liko's distributor was informed by a maintenance worker of an accident involving an uno 102em pt lift. According to the facility report, in 2005, a cna was using the lift to transfer a pt from bed to chair when it tipped. Rn supervisor assessed resident, who was then sent to emergency room for evaluation. Resident had a fracture to the left ankle. The lift involved in the incident was removed from service for inspection. Liko distributor inspected lift 28 days later. No problems were found and it was returned to service. It was noted that facility requires two aids for all pt transfers and this had not been followed. Human error was acknowledged as cause of accident.